Event description:
It was reported that the patient presented for follow up with the left ventricular lead that exhibited high capture threshold in multiple vectors. The patient also experienced discomfort caused by diaphragmatic stimulation. The lead was explanted and replaced. The patient was in stable condition.